Manufacturer narrative:
The 28mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) year-old female underwent asd closure with the aso. A 28mm aso was placed after careful measurement of the defect. The defect was oval in shape with measurements ranging from 21mm to 27.7mm. A 28mm aso was placed and intracardiac echo (ice) was utilized and balloon sizing was performed. The aso embolized the evening of the procedure. The patient underwent a repeat cardiac catheterization procedure and the aso was removed with a snare. No other complications were reported. Two cds were provided for review. One cd contained ice images during device placement and the other cd contained fluoroscopic images of device placement and retrieval. The ice imaging provided was not of good quality. The asd was measured several times and the defect ranged from 27.7mm to 19mm. The ivc rim was present but thin. The aortic rim was acceptable albeit small and the superior rim was of good size. The balloon sizing was performed but the images provided were not clear enough for assessment. Subsequently, the guidewire was seen across the defect followed by the device placement. The device placement was performed using the balloon-assisted technique; however, the images were not very clear. After device deployment, the device appeared to splay on the aorta. A vigorous minnesota wiggle was performed before the device was released. The second cd showed the angiograms of the right upper pulmonary vein that was performed with an end-hole catheter and did not reveal any valuable information. The first two attempts at device placement were unsuccessful. During the first attempt, the device pulled into the right atrium after both discs were deployed. The device was recaptured and the defect was re-crossed. On the second attempt, both discs appeared to have been deployed into the left atrium and hence the device was recaptured. Later, fluoroscopic images were seen where a sizing balloon had been advanced across the atrial septum. Device placement using this technique was successful. There were additional images of the embolized device which was successfully recaptured from the pulmonary artery with the help of a snare. According to aga's medical consultant, the following conclusions were drawn: ice images were inadequate to reach any objective conclusion. The rims were adequate in size except the coronary sinus rim was not evaluated. The ivc rim was present but thin. This was a challenging case/defect as the device placement was unsuccessful using conventional methods and required the balloon-assisted technique. The device splaying on the aorta was significant and hence the device did not appear to be undersized. The device embolized either due to the absent coronary sinus rim (signs pointing toward this speculation are: embolization of the device towards the right atrial side, stability with the minnesota wiggle and, difficult deployment) or the septum toward the ivc rim "gave in" causing the device to embolize.

Event description:
According to the initial information received, the defect was measured by sizing balloon and ice with doppler (baseline 27.7mm & 21.5mm, stop-flow 24.7mm). A 28mm amplatzer septal occluder (aso) was placed and the (B)(6) maneuver confirmed the placement of the aso. The aso was released and looked okay both on ice and fluoroscopy. Later that evening, the aso was noted to have embolized into the right pulmonary artery. The aso was percutaneously removed with a snare with no complications. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.